Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced electrode migration. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to be due to the electrostatic discharge (esd) damage induced prior to receipt. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, lock could not be obtained due to electrostatic discharge (esd) damage induced prior to receipt. This is not believed to be related to the return reason. This is the final report.